Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a bicuspid native valve. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The first deployment attempt had a depth of 5-6mm on the non-coronary cusp (ncc) and 10mm on the left coronary cusp (lcc), and was recaptured to adjust the depth. Upon second deployment attempt, the valve reached an implant depth of 3mm when an infold occurred. The valve was recaptured and removed from the body. A pre-implant bav was then performed using a 23mm true balloon. A new valve and delivery catheter system (dcs) were successfully used for implant. A procedural delay of approximately 10 minutes occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012076088); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012072333); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.